Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu was replaced, the cmos was reset, and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not boot up. There is no report of pt injury associated with this event.